Event description:
(B)(4) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2009, clinical status assessment identified patient¿s qualifying condition as stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 75% stenosis, a length of 12mm and a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation with a 3.0 x 15mm maverick 2 monorail balloon catheter and placement of a 3.50 mm x 18/20 study stent. Following post dilatation, residual stenosis was 0%. In addition, the non-target lesions located in the 1st obtuse marginal (om) and 2nd om were treated with balloon angioplasty. Following post dilatation residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with chest pain and was hospitalized on the same day. Subsequently, coronary angiography was performed and revealed 75%-85% stenosis noted in the proximal rca which was treated by placement of a 3.0 mm x 12mm non-bsc stent. Following post dilatation, residual stenosis was 0%. In addition, per core laboratory report showed isr pattern 1b and target lesion revascularization (tlr) was performed. One day post procedure, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).